Event description:
It was reported, the video system center froze, during processing. It is unspecified, when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the reported event was not reproduced, and a probably cause could not be identified. A definitive root cause was not determined olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Additional information: h6, h11. Based on the results of additional investigation activities, it was likely that lint-like material adhered to the inside of the video connector receiver caused the reported event. Olympus will continue to monitor field performance for this device.